Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to address the customer's reported event. Fse found broken filter inlet tubing connector to line filter causing leak and pressure low. Fse replaced the filter inlet tubing connector to line filter and verified proper operation. No leaks were observed. Fse then ran quality controls (qc). All results were within acceptable range. The g8 instrument is operating as intended. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 2 - preinstallation, states the following: line filter. The line filter prevents impurities such as dust from a broken valve seal from entering the assay line. The filter element is easily replaced by hand. In chapter 3 - assay operations states: check the flow line connections, particularly the filter and the column inlet and outlet for leaks. During warming up operations. Tighten the connection if a leak is found. In chapter 6: troubleshooting - error 101 pressure low is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. The most probable cause of the reported event was due to damaged filter inlet tubing connector.

Event description:
On (B)(6) 2018, a customer reported getting error message 101 low pressure and a leak at the peek tubing fitting at the top of the pre-filter housing on the g8 instrument. The technical support specialist (tss) instructed the customer to remove the fitting and tubing multiple times and attempt to tighten, but the leak continues. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.